Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified; fold creases, delamination of plug strap disk shell, broken valve seat. The leak test and microscopic analysis was performed which identified; broken valve seat with sharp edge assessed as unidentified(tear) opening, partial delamination (5%) of diapherm flange disk and total delamination (100%) of plug strap disk shell assessed as adhesive failure. Based on the device analysis the final assessment is: broken valve seat with sharp edge assessed as unidentified(tear) opening. Delamination of diapherm flange disk and plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Additionally, "valve delaminated from shell" was reported. Device explanted.

Event description:
Additionally, "valve delaminated from shell" was reported. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.